Event description:
It was reported that during a da vinci s nissen fundoplication procedure, the plastic sheeting of the permanent cautery hook instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.